Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes were hard to fill up. The following information was provided by the initial reporter. The customer stated: "this current batch of pst were hard to fill up." "It takes a lot longer to fill or we had to reposition it multiple times just to get the blood flowing." "Never had similar issues, until this batch they started using over the last week."

Manufacturer narrative:
Investigation summary: "material #: 367375. Lot/batch #: 1228706. Bd received 1 sample for investigation. The returned sample, along with 19 retention samples from bd inventory, were evaluated by functional testing, each drawn with deionized water, and the indicated failure mode for underfill with the incident lot was not observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."